Event description:
Biomed reported an overinfusion of an unspecified pca medication. The hospital's internal report states the nurse "had a pt who had their pca clamped by the previous shift by accident. When he opened the clamp, he heard a whirring noise that made him suspicious that the pt received a bolus. He then did a little controlled study with a dummy syringe filled with saline and what he discovered is that when the pca tubing is clamped, the machine will allow up to 2 presses of the button before it registers an occlusion. So it pushes the dose through and when the clamp is opened, it completes the infusion. So a pt could conceivably get 2 boluses at once when the tubing is unclamped." There was no report of pt harm or medical intervention. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the staff development personnel did their own testing of time to alarm. No return of device expected at this time.